Manufacturer narrative:
Problem was found during routine maintenance. Tf 5507 indicates a leaking/defective mixer valve. Mixer valve was replaced.

Event description:
Hamilton medical ag received the following event description : device will show 5507 error codes, will appear to mix fine.

Manufacturer narrative:
Problem was found during routine maintenance. Tf 5507 indicates a leaking/defective mixer valve. Mixer valve was replaced. Additional information added in follow-up #2 cer 111038. Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description : device will show 5507 error codes, will appear to mix fine